Event description:
Telemetry problems were reported. The pt believed that the pump was flipped, stated that "was able to flip pump over and successfully give a bolus after she flipped the pump." It was later reported that the hcp "did not really believe that the pump was flipped, but tilted." The drug infused was morphine conc 10mg/ml. There was no intervention and no reported pt adverse event/injury.

Manufacturer narrative:
(B)(4).